Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, lioresal, and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2023, the patient reported that they were on vacation out of their home state; they wouldn¿t be returning home until the 19th of this month; and on thursday night, their pump started alarming. The patient stated the pump was just replaced in (B)(6) 2020 and everything should be good with the battery. The last refill was about a week and a half ago and their healthcare provider increased the dosage for the trip. Per the patient, the pump was doing the critical alarm and no one in the area knew anything about pumps and had no equipment to scan the pump. The patient stated that they did not recently have an MRI. The patient was looking to have someone interrogate their pump. Additional information was received on 11-jul-2023 from a company representative who reported that they had spoken with the patient and the patient would not be coming in for any interrogations. The patient was going to be seeing their pump managing physician when they returned to their home state. Additional information was received on 07-feb-2024 from the patient who reported that in july of last year, the physician programmed the pump wrong and overdosed them.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial#: unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.